Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: it was reported the device was either an infusor or intermate. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of an unspecified elastomeric device. The device was used in conjunction with a midline catheter system. There was no report of patient injury or medical intervention associated with this event. No additional information is available.